Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) collaborated with the user to perform remote troubleshooting. After completing the troubleshooting steps, the fse verified the system functionality within the application and confirmed that it was operating as expected. The system was found to be functioning properly. Good faith efforts were made to obtain repair details from the fse, and once the information is received, it will be documented accordingly.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was not detected on the bus and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.